Event description:
The account stated that head of bed would go up without holding a button.

Manufacturer narrative:
The technician found that the left caregiver head-up button was sticking and would allow the motor to move the head up, even after the button was released. He replaced the label control assembly to repair the bed.